Event description:
A (B)(6) male pt's sister contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. The cause for the service code 204 is a cracked trunk cable connector. The root cause of the cracked connector cannot be positively identified but is likely due to excessive force. No adverse event resulted from the cracked trunk cable connector. The pt received a replacement electrode belt.